Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 28-feb-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 13-sep-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of leadless implantable pulse generator (ipg) high thresholds in all four deployments. It was also reported that the physician experienced resistance on the delivery system while positioning the delivery system. It was also reported that the delivery system was difficult to position and orientate during the procedure. The ipg was removed and replaced with conventional transvenous pacing system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Section d information references the main component of the system. Return date: 03-20-2020. (B)(4). Product event summary: the full delivery system was returned with the device intact in the device cup. The lumen of the delivery system was torn. Flat wire was found protruding from the delivery system outer shaft at 3.7 cm from the distal end of the delivery system. The articulation of the delivery system was out of plane. The delivery system outer shaft was bent at various locations throughout the distal end of the delivery system. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the recapture cone. Blood was observed on the flush port valve of the delivery system. Blood was observed on the flush tube of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the delivery system failed the articulation test due to being out of plane. If information is provided in the future, a supplemental report will be issued.